Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient was implanted on (B)(6) 2013 and one month after implant, the patient started to get ¿sever shocks¿ throughout their body. It was noted 8.5 months after implant, the system was completely replaced. It was reported the patient believed the ¿leads were burnt between the spine and battery¿. It was noted the patient was scheduled for only a battery replacement; however, the entire system was replaced. It was found the leads were the problem.